Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery exploded. His blood glucose level went from 97 mg/dl to 388 mg/dl. By the time the ambulance got to him his blood glucose level was 501 mg/dl. They transported him to the hospital on (B)(6) 2016 where he spent time in the emergency room before being sent home. The customer was off the insulin pump less than 48 hours and as a result ended up in the hospital. He was nauseous, vomiting, and had high ketones. The customer had a diabetic ketoacidosis. In the hospital he was given two injections. The customer had an issue with the insulin pump and was off the insulin pump for 12 hours. The device was not returned.